Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during hospitalization following sensor implant procedure the patient experienced groin pain at the site of catheter insertion. Diagnostics revealed arteriovenous fistula. Warm compressor was applied at the groin site. The patient was discharged on (B)(4)2017 in stable condition. The patient is a clinical study patient and the issue is related to the procedure not the device.